Event description:
It was reported that the pt had a loss of therapeutic effect. The pt had an unspecified surgery after which the device had "not worked." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).